Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. Additionally, the balloon ruptured upon fourth to fifth inflation at 11 atmospheres within 5 to 8 seconds. The balloon was removed from the patient's body without any problem using the normal method.

Manufacturer narrative:
E1 - initial reporter address (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination of the hypotube shaft identified no damages. A visual examination of the distal extrusion identified some damage. The inner/wire lumen was stretched / bent 1mm proximally from the proximal markerband. A tactile of the distal extrusion identified that the inner/wire lumen and outer extrusion exhibited stretching along its length. Microscopic examination of the inner/wire lumen identified that the lumen was stretched and bent at 1mm proximal to the proximal markerband. A detailed microscopic examination of the balloon material identified no damages. No tears or holes were visible in the balloon material. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the tip section found no issues. Due to the damage evident in the inner/wire lumen, it was not possible to load a recommended 0.014-inch size wire through the wire lumen. As a result of the kink, it was not possible to pass a guidewire past the kink site. The guidewire was inserted through the guidewire port site however, it was not possible to advance the guidewire towards the kink location in the inner/wire lumen. The failure to advance the wire is consistent with the distal extrusion being stretched. The device was attached to a pre-tested encore inflation device (encore tested with the druck at 12 atmospheres - rated burst pressure). Several attempts were unsuccessful. The device was immersed in a water bath at 37 degrees celsius in order to facilitate the balloon inflation. Several additional attempts to inflate the balloon failed. The device was dissected in the midshaft region and the distal section of the dissection was attached ion an inflation aid, in order to try and inflate liquid into the balloon. However, all additional attempts failed. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. Additionally, the balloon ruptured upon fourth to fifth inflation at 11 atmospheres within 5 to 8 seconds. The balloon was removed from the patient's body without any problem using the normal method.